Event description:
Revision surgery - due to the patient experiencing pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy joint pain after 11.6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the revision surgery was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.